Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2018, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that when the patient¿s new implantable neurostimulator (ins) was implanted, the healthcare professional (hcp) moved the ins location. The patient stated that the hcp was unable to remove one of the old leads and it was left implanted. Due to this issue, the patient was unable to have an MRI of the patient¿s mid/low back near the 8th vertebrae. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.